Event description:
Procedure: urogynecological. According to the rptr: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Underwent mid urethral sling, anterior paravaginal valt repair, sacrospinous vaginal vault fixation, enterocele repair. On (B)(6) 2010 underwent abdominal adhesion removal for abdominal pain and prolapse. On (B)(6) 2010 underwent anterior or cystocele repair with diagnostic cystoscopy examination for the recurrent cystocele and symptomatic grade iii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.